Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: operative report for ¿previous ventral hernia repair¿ were not provided.] (B)(6) 2006: (B)(6). History and physical. Chief complaint: abdominal pannus, abdominal hernia. Underwent open gastric bypass (roux-en-y) at (B)(6) on (B)(6) 2004. Postoperatively had wound infection healed by secondary intention. Weighed 365 pounds and currently weighs 197 pounds, stable for past 12 months. Developed large ventral hernia, saw (B)(6). Complains of extremely large abdominal pannus. Denies obstructive symptoms. Treated in past for rash under abdominal pannus. Past surgical history: cesarean section x 3. 1989 stomach stapling, burst and repaired in 1991, cholecystectomy at that time. Social history: works as secretary. Denies smoking, alcohol use, or illicit drugs. Weight: 212 pounds. Abdomen: extremely massive pannus. Large ventral hernia without evidence of incarceration. Well healed upper midline incision. Very wide epigastric diastasis. Severe ptosis of pubic area and severe lipo dystrophy and excess skin of hips and posterior torso. Assessment: status post massive weight loss after gastric bypass. Large ventral hernia. Abdominal pannus. Plan: undergo repair of hernia by dr. Essien. I will thereafter perform panniculectomy. No abdominal fascial plication will occur because of hernia repair. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: large ventral hernia. Operation: repair of ventral hernia with mesh. Anesthesiologist: (B)(6). Anesthesia: general. Findings at surgery: 20 by 9 cm ventral hernia defect. Procedure in detail: ¿this 45-year-old female was considered for both an abdominoplasty and a ventral hernia repair. The patient underwent a general anesthesia. The abdomen was prepped with betadine and draped in standard surgical fashion. Of note, the patient has had a previous open gastric bypass with ventral hernia repair. The patient was noted to have a large ventral hernia along the length of her incision, utilizing a minimally invasive approach. An incision was made and centered over the previous surgical scar, extended to the subcutaneous tissue. We then entered the sac of the hernia, and then bluntly dissected the viscera because the bowel and the omentum from the anterior fascia. The dissection was done, achieving a list of 5 cm margin of __ [sic] fascia, from the edge of the fascial defects. The dissection was continued out to the epigastric region and down to the subcuticular region. Having done this, the gore-tex mesh was placed through this incision. Having done this, a preperitoneal approach was used to fix the mesh to the anterior fascia. The hernia sac was closed and the mesh was then placed in the preperitoneal space. The mesh was then fixed to the fascia with protac staplers circumferentially. An incision was made in the middle of the mesh to insure [sic] adequate fixation on the mesh to the fascia. The prolene suture was then utilized to approximate the defects in the mesh that was created. The subcutaneous tissue was closed over the mesh with a running suture of vicryl. A #19 jackson pratt drain was then placed in the subcutaneous and brought out through a separate stab incision. The abdominal incision was then approximated with skin staples. The drain was anchored to the skin with silk suture. This was the extent of my operation. The estimated blood loss was minimal. The clinical condition was stable. At this time, (B)(6) now proceeds with abdominoplasty.¿ (B)(6) 2006: (B)(6). Implant sticker. Product information/labels: dualmesh biomaterial. Lot: 03402752. Item: 1dlmc07. The records confirm a gore® dualmesh® biomaterial (1dlmc07/03402752) was implanted during the procedure. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: abdominal panus [sic]. Ventral hernia. Postoperative diagnosis: abdominal panus [sic]. Ventral hernia. Operation: abodminoplasty. Ventral hernia repair with mesh performed by dr. Essien under a separate dictation. Anesthesia: general. Indications: this is a 45-year-old caucasian female, status post an open gastric bypass in (B)(6) 2004. She has lost approximately 170 pounds. She has been stable at her current weight for the past year. The patient has developed a large ventral hernia that will be repaired by dr. Essien and I will excise her abdominal panus [sic]. Risks and benefits were discussed with the patient in detail. In particular we reviewed the increased risk of poor wound healing, open wound, exposed mesh, need for re-operation and inability to completely tighten the abdominal wall and residual deformity. All questions were answered, no guarantees were made or implied. Informed consent was obtained. The patient wishes to proceed. The patient is also aware of the remote risk of death and serious disability that exits [sic] with any procedure. Findings: fourteen pounds 14 ounces of abdominal tissue excised. Procedure: ¿after obtaining informed consent, administration of IV antibiotics and marcaine in upright position, the patient was brought to the operating room, laid supine and induced general endotracheal anesthesia. Her abdomen was prepped and draped sterilely. Dr. Essien first performed the ventral hernia repair which is dictated under a separate operative report. He utilized an epigastric midline incision that ended just above the umbilicus. I then began my portion. I began by infiltrating the abdominoplasty site with 2 mesh solution in the form of 1% lidocaine plain 30 ml plus 1 ampule of epinephrine, plus 1 liter of normal saline. I then created the lower abdominal incision sharply with a scalpel. Dissection was then carried to the subcutaneous tissues until the anterior abdominal fascia was reached. The upper abdominal flap was then raised. The umbilicus was cored out in standard fashion. The panus [sic] was then split in the midline. The dissection then proceeded to lift up the lateral abdominal flaps, taking extreme care to preserve the sutures which were holding in the mesh. The wound was copiously irrigated with bacitracin irrigation and dried. Any bleeding vessels were electrocauterized. The mesh had been buried under the fascia by dr. Essien, so no mesh was exposed. The patient then had 3 jp drains placed: 1 drain was placed under the fascia by dr. Essien, and 1 drain was placed on the right and left flanks. All these were brought out through the pubis and secured to the skin using a 2-0 nylon. The patient was then flexed at 45 degrees. The excess abdominal tissue was marked and excised. It weight a total of fourteen pounds, 14 ounces. The lower abdominal incision was closed in multiple layers using 3-0 pds for scarpa¿s layer, followed by 3-0 inverted interrupted for the dermis. The patient had a vertical component to the incision as well, from the ventral hernia repair incision. The umbilicus was brought out through this incision and secured in place using inverted 3-0 monocryl, followed by 5-0 fast absorbing gut. The rest of this vertical incision was closed using 3-0 pds deep, followed by 3-0 inverted monocryl for the dermis. The tips of the intersection of the inverted t incision were pink and viable at the end of the case. The skin was closed using skin staples. The wounds were cleaned, dried and a roll of xeroform placed in the umbilicus followed by a 2 x 2 dry gauze sponge. The abdominal binder was then placed. The patient tolerated the procedure well and was extubated and sent to the recovery room in stable condition.¿ closure: skin staples. Condition of the patient at end of operation: stable. Prognosis: fair. Specimens removed: abdominal tissue. Estimated blood loss: for abdominoplasty portion, 50 cc. Drains or packs: jp x 2 for the abdominoplasty portion and jp x 1 for the ventral hernia repair. Needle and sponge counts correct. __ [sic] wound was clean.¿ (B)(6) 2006: (B)(6). Discharge summary. Admitting/discharge diagnosis: ventral hernia. Morbid obesity. Hospital course: admitted for elective panniculectomy and repair of ventral hernia. Postoperative: developed insidious hypotension because ___ [sic] with fluid resuscitation. Was managed with plastic surgeon, (B)(6). Family instructed on jackson-pratt drainage care. Received 3 units of packed red blood cells transfusion. Had a roux-en-y gastric bypass with history of anemia. Return to see (B)(6), a week from discharge. There is no mention of infection or device removal in the records. [Missing records: records detailing alleged injuries were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that in approximately 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "to be supplemented". Additional event specific information was not provided.